Manufacturer narrative:
Corrected data: d3 - mfg establishment name. The suspected device was returned for evaluation. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to unintentional damage to the bag seam when closing the side panel during compounding. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the cassette reservoir had a puncture. There was no patient involvement or harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: no product was returned but a video was attached to the complaint. The video showed a leak from the inner bag of the cassette, but it was unclear if the leak was coming from the seam of the bag or the hole. The complaint of puncture can be confirmed based on the returned video, however, without the return of the sample used a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.